Event description:
It was reported that the baclofen concentration in the pump was changed from 2000ug/ml to 1600ug/ml. The physician entered the incorrect information for the bridge bolus. The physician then stopped the bridge bolus and reprogrammed the bolus without first changing the pump back to the old drug information for the drug that was in the pump when the patient came in. The physician was instructed to stop the bridge bolus again, reprogram the old drug information, and then reprogram the bridge bolus. It was noted that this all happened within 5 minutes of the original programming session, so the patient had no adverse effects. The device system was used to deliver morphine and compounded baclofen.

Manufacturer narrative:
Product ID 8840, serial# unknown product type programmer, physician; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).